Event description:
Additional notes (dated (B)(6) 2012) regarding this patient were received on (B)(6) 2012. The patient's settings from (B)(6) 2009 (the patient's last visit) were provided. The patient's interval history revealed a markedly high impedance fairly recently as of (B)(6) this year leading to x-rays, and evaluation by a neurosurgeon who concluded that the lead was fractured. X-rays were observed which showed the vagus nerve lead to appear discontinuance consistent with the lead fracture and the generator was turned off. The patient's parents were suggested that the lead may have been fractured for up to a year for discovery. The patient's seizures remained infrequent with up to a year and a half seizure free with most recent occurring two weeks ago described as a mild stiffening with staring, which was "short". The patient turned his head to the right. He may have occasional similar spells when he is ill, which the patient's mother does not account as seizure. The patient's device was programmed off as the lead was determined to be fractured. A discussion regarding the lead fracture was documented. It was unknown when the fracture occurred; therefore, it was uncertain if there was damage to surrounding tissue from continued simulation. The patient's epilepsy was reported to be well-controlled and satisfactory, per the patient's parents. The patient's device would be monitored, but the lead fracture would not be 'removed' given the infrequent seizure activity. Surgery is likely but has not occurred.

Event description:
On (B)(6) 2012, it was reported that this patient was being referred for surgery. The patient's lead impedance was provided to be 10,000 ohms. No additional information was provided. On (B)(6) 2012, it was reported that the patient was being referred for replacement due to 10000 plus hours and ifi = yes. On (B)(6) 2012 follow up with the physician's office showed that the high impedance was first observed on (B)(6) 2012. X-rays were taken; however, the physician did not see any lead fractures or discontinuities. The x-rays were not sent in for manufacturer review. No patient manipulation or trauma occurred that is believed to have caused the high impedance. Surgery is likely but has not taken place to date.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.